Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they had been problems with the stimulator since last wednesday. Patient said that when they would put the unit on and get it up and running, they wouldn't feel the stimulation. Patient said that at the same time, the implant battery wouldn't discharge or charge. Patient said that they called ps last week when the issue had been going on for two or three days. Patient said that the issue was not resolved over the phone, so they were sent a replacement recharger to attempt to resolve the issue. Patient said that they tried the replacement recharger, but the issue was still not resolved and they were having the same results. Patient said that they wore the equipment most of the day and the implant battery hadn't moved at all. Agent reviewed and redirected pt to hcp to further address.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said that the implant doesn't charge and says controller is at 70 percent and implant is at60 percent and says they don't feel stimulation. They said this issue started happening "probably 3 days ago". Patient took battery pack out and cleaned contacts in controller but hasn't resolved. They are on the screen asking which group they want to be on, andthey don't know what group they should be on. They activated group b and stimulation is on. It then went back to the "which group" screen. It then went back to the normal therapy screen and they increased stimulation to 0.2 and reports feeling no stimulation even at 8.0v. Patient says they normally feels a tapping feeling. Patient lowered stimulation to 5.0v and I advised they ask their hcp what group they should be on. Patient went to charge implant and it didn't increment on excellent quality even after charging for 10 mins. Implant carge level wont increment.the issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt), patient mentioned that the causse of they not feeling the stimulation was not charging the system for extended period of time. To resolve the issue the manufacturer representative (rep) replaced the control unit and that fixed the issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned they noticed no stimulation and the next day the same thing happened the unit would not charge. Patient unlocked the controller; controller showed 80% and implant 70% therapy off. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent walked patient through resetting the controller; controller showed memory problem and patient bypassed the date and time mentioning they were not worried about it. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Patient confirmed the charging speed level is set at 4. Patient was able to turn their stimulation on. Agent walked patient through adjusting stimulation and patient confirmed they can only feel the stimulation in group c but not in group a and b. Patient confirmed they can feel the stimulation in group c in their lower back and the back of the legs to the knee down to their ankle and agent reviewed they can use group c in the meantime. Patient denied any recent falls/trauma. Agent reviewed role of medtronic rep and provided patient with nas number for hcp to call. As a courtesy agent offered to send email to notify the field. The patient was redirected to their hea lthcare provider to further address the issue.